Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14-jul-2020/ serial#: (B)(4). Dev rtn to MFR? No, mfg date: 21-feb-2019, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the leadless implantable pulse generator (ipg), after multiple deployments, the delivery system developed an unremovable clot inside the cup, which prevented the ipg from being able to fully be recaptured. The ipg and delivery system were removed and replaced. No patient complications have been reported as a result of this event.